Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report damage to the reservoir compartment. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 151 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.